Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging.

Manufacturer narrative:
After further review, and communication with fse (field safety engineer), this compliant found to be invalid, so the complaint record is being cancelled. Please cancel in your database. In the event, if additional information is received, the complaint will be reopened and updated accordingly.

Event description:
N/a.